Manufacturer narrative:
D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® tag® thoracic branch endoprosthesis (side branch component). As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Imaging evaluation is ongoing. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore, that on (B)(6) 2025, a patient with 2 different concurrent disease states were treated in the same procedure. Gore® tag® thoracic branch endoprosthesis and gore® tag® conformable thoracic stent graft with active control system were implanted due to an acute dissection. A follow-up CT on (B)(6) 2025 showed continued perfusion of the false lumen in the thoracic aorta, however the physician was not concerned as it is still in acute phase and the lumen appeared stable. Another follow-up CT on (B)(6) 2025 showed due to an type 1a endoleak, an increase in the thoracic false lumen diameter was observed. A reintervention was performed on (B)(6) 2025 where 2 vascular plugs were positioned outside of the aortic component of the gore® tag® thoracic branch endoprosthesis, just proximal to the portal area. The clinician hypothesizes that the robustness of the gore® tag® thoracic branch endoprosthesis side branch component has led to a "flattening" of the upper aspect of the aortic component, leading to the endoleak. There was still a small endoleak on the completion angiography, but the physician was reluctant to balloon the area for fear of causing more harm. A follow up CT is planned for next week.

Manufacturer narrative:
The device remains implanted and therefore no product evaluation has been performed. The imaging evaluation performed by a clinical imaging specialist showed the following: four time points available for evaluation: pre-implantation cta dated on (B)(6) 2025 and post-implantation cta¿s dated on (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025. Pre-implantation cta imaging dated on (B)(6) 2025 shows: there is an aortic tear at the level of the left subclavian artery (lsa). There appears to be a couple tears (approximately 17 cm and approximately 25 cm, distal to the lsa) in the descending thoracic aorta (dta) and 2 different areas with fenestrations (approximately 14 cm and approximately 23 cm, distal to the lsa) in the dta. Axial images appear to show all visceral vessels originate from the false lumen. Post-implantation cta dated on (B)(6) 2025 shows: there appears to be contrast outside the implanted thoracic side branch and possible stent distortion at the level of transition from the portal in the aorta into the lsa. This contrast is near the level of the portal, thereby confirming a type ia endoleak (gutter leak). On this time-point all visceral vessels appear to originate from the true lumen. There appears to be fenestrations and possible tears within the abdominal aorta. Post-implantation cta dated on (B)(6) 2025 shows: the contrast outside the side branch in the lsa appears to have decreased. However, contrast is still visualized outside the side branch at the level of the portal. Thereby showing the ¿gutter leak¿ is still present on this time-point. Post-implantation cta dated on (B)(6) 2025 shows: contrast outside the portal/stent in the lsa persists but is lessening. The false lumen appears to be perfused but is lessened as well. Comparison axial series imaging shows: the contrast outside the side branch and portal appears to decrease with each time-point. However, there is an increase in the size of the aneurysm and false lumen. The reported type ia endoleak is consistent with evaluation of the provided clinical images. The device instructions for use (IFU) state that possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to: aortic expansion, endoleak. The cause of the endoleak, or whether the endoleak preceded the false lumen perfusion or vice versa, could not be established with the available information. Updated h6: add health effect - clinical code e0523 (false lumen perfusion). Updated investigation findings code to c24, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d12, code d16 is no longer applicable.